Event description:
On 12/18/01, healthcare professional (hcp) reported pt receiving continuous venovenous hemofiltration on the bm25 device. Hcp stated fluid was "pink tinged" and fluid tested positive for blood via hemastix.

Event description:
Charge nurse reported healthcare professional (hcp) stated fluid was "pink tinged" during treatment on the bm25 device and no blood leak alarm was noted. Hcp discontinued treatment on this device and restarted therapy on another bm25 device and treatment was completed without further problems to report. No further info related to this incident was available at the time of this report.